Event description:
It was reported that a user of the ilet bionic pancreas experienced low glucose, with a sensor-reported value of 55 mg/dl in the morning while using a dexcom g7 cgm and inset 23-inch infusion set during the first week on a replacement pump; nocturnal glucose was elevated, the user delivered a meal bolus on top of pump corrections, glucose then trended downward, and the cgm temporarily disconnected. Investigation of this case revealed user management factors, including stacking insulin by giving a meal bolus in addition to automated corrections, as well as a transient cgm disconnection, with subsequent stabilization after treatment. No symptoms associated with hypoglycemia was reported. Outcomes included recovery after oral carbohydrate treatment. It was concluded that the event was consistent with hypoglycemia with an unclear cause, with contributory user actions and no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.